Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention occurred on (B)(6) 2019 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with the external devices. Patient did not recharge for several months. Surgical intervention to address this issue may be pending.